Event description:
It was reported that the user experienced a high blood glucose after a supply change and dinner while using the ilet with a g7 cgm, with the highest cgm value of 401 mg/dl and a confirmatory glucometer reading of 487 mg/dl; the infusion set was in the abdomen and troubleshooting of insulin delivery and cartridge inspection did not identify a device issue, leading to a cartridge and tubing change and subsequent return of glucose to range. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and there was insufficient information regarding a specific medical device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.